Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not getting enough insulin, only once the cannula was kinked and they did not get an alarm. They kept going high after dosing so they change the infusion set. Customer's blood glucose level was ranging from 42 mg/dl to close to 300 mg/dl. The customer was not wearing the sensor. The insulin pump will be returned but the reservoir will not.